Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported elevated blood glucose in the 400 mg/dl range when using two previous infusion sets. Normal blood glucose is near 200 mg/dl. Infusion device was not dropped, cracked, or exposed to water or insulin. There were no leaks of insulin in the system, and the cartridge was in use for 1 week and the adapter was in use for 3 weeks. Blood glucose was 160 mg/dl on (B)(6) 2011. Patient changed his infusion site and woke with blood glucose readings in the 400's mg/dl. Patient changed his infusion site but blood glucose did not decrease. Patient changed his infusion site again and blood glucose began to drop immediately. One infusion cannula was bent when it was removed. Patient reported he has a lot of scar tissue and that his infusion sites were not absorbing insulin. Infusion sets were replaced and requested for evaluation. Patient was also sent educational material. The patient did not require treatment from a health care professional or second party to address this issue. This complaint is associated with the accu-chek flexlink plus recall initiated on (B)(6) 2011. Further investigations are ongoing within an assigned task-force.